Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 269 mg/dl. The customer stated that he could tell that he was high because he was really tired. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was walked through delivering a bolus and offered to troubleshoot for high blood glucose but declined. The customer was explained that his sensor glucose and blood glucose will be off if there has been recent insulin delivery or food intake and if the blood glucose is above 301, the sensor glucose can be off at least 60 points.